Event description:
It was reported the patient experienced a loss of therapeutic effect following an environmental exposure. They started shaking badly going through a fast food restaurant drive thru. The symptoms decreased after the patient left the are of the drive thru.